Event description:
Blood glucose results of "189 mg/dl and 287 mg/dl" with the lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.